Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-15315, 2017865-2020-15316, 2017865-2020-15318. It was reported that the implantable cardioverter defibrillator had migrated and all three leads had dislodged due to twiddlers syndrome. Dislodgement was confirmed with an x-ray. High capture thresholds were noted. The device was repositioned. The right ventricular, right atrial, and left ventricular leads were explanted and replaced. The patient was in stable condition.